Event description:
It was reported that the customer went to the hospital with a blood glucose (bg) level of 1071 mg/dl on (B)(6) 2026. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.